Event description:
An adverse event was reported involving the medical device ff494r - craniofix 2 applying forceps non-detach. Specifically, it was reported that during a neurosurgical procedure, while repositioning the cranial flap, the medical device failed to close the craniofix 2 clamp as intended. As no secondary applying forceps was available, the surgeon completed the repositioning of the cranial flap using an alternative system supplied by a different manufacturer. Subsequently, the patient experienced extradural bleeding, which required removal of the cranial flap to achieve hemostasis, followed by repositioning of the flap using sutures. No adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.